Event description:
The customer stated that a decreased clinical chemistry calcium result of 4.90 mg/dl was generated. The sample was repeated on another c4000 analyzer and a result of 9.24 mg/dl was generated. The sample was then run on a c8000 analyzer and a result of 9.20 mg/dl was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This issue was previously reported under MDR number 1628664-2014-00044 under a different suspect device.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs checked the cuvette washer and aligned the cuvette washer probes, replaced the sample probe and the sample probe tubing and the cuvette dry tip. While replacing the sample probe tubing fs discovered the o-ring was missing from the tubing connector fitting. Fs replaced the missing o-ring and also aligned the sample probe. Fs indicates a specific cause for the discrepant low calcium result could not be verified. The service history for the architect c8000 sn (B)(4) was reviewed and no additional reports of system related erratic results were found. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction / deficiency.